Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for investigation. Final analysis found full breach outer insulation degradation at 4.8 ¿ 4.9 cm from the connector pin. All other damage was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.